Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years and 1 month post implant of this 31 mm bioprosthetic valve, the valve was explanted and replaced with a 33 mm bioprosthetic valve of the same model. The reason for the explant was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information was received that the 31mm bioprosthetic valve was explanted and replaced due to endocarditis. The infecting organism was not reported. No additional adverse patient effects were reported.  A review of the device history record (DHR) was performed for this valve; this device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. The medtronic tissue bioprosthetic heart valve product manufacturing processes involves a series of tissue treatments to fix the tissue and to reduce the bioburden level prior the terminal sterilization step to yield a sterile product. Therefore, it was highly unlikely that the endocarditis originally came from the device and/or manufacturing valve process. If information is provided in the future, a supplemental report will be issued.